Event description:
Pt explained the caps on two of the flushes were completely off and not sealed. Sending replacement. Pt also lost 10 lbs. No missed doses. No adverse event reported. Unknown if patient has defective flushes on hand. Frequency: use to flush IV line before and after each infusion or as directed per flushing protocol. Unknown if md aware. No further information known. Reported to (B)(6) by pt/caregiver.